Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. Patient subsequently reported loss of therapy and thus inadequate pain relief. On (B)(6)2024 a surgical revision was performed to reposition the implanted components due to one of the leads having migrated.

Manufacturer narrative:
There are no indications of any system or device failure or malfunction. All original implanted components remain in use and were just moved back into more optimal position to treat the area of pain. Migration of implanted components is a known inherent risk of implantable neuromodulation systems.